Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had high pacing impedance and loss of capture. The rv lead was not used and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported events failure to capture and high lead impedance were not confirmed. As received, a complete lead was returned with three 58cm stylets, two clip-on tools, a vein pick and an is-4 connector sleeve. Examination of the lead found the helix was retracted and clogged with blood/tissue. No anomalies were noted to the associated accessories. Electrical tests did not find shorts or discontinues on any of the conduction paths. Dimensional analysis results of the connector boot were within product specifications. The lead could be fully inserted into the test connector sleeve, returned connector sleeve as well as the test ICD.